Manufacturer narrative:
Correction/removal number.: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been unable to recharge the ipg or establish communication with the pt programmer. In addition, an error message is displayed on the patient programmer. The last successful recharge was approximately 6 weeks ago. Due to the loss of therapy, the pt is experiencing persistent pain. Follow-up identified the issue was confirmed by the sjm representative. Surgical intervention may be undertaken as the next course of action.